Event description:
As reported: "during implantation of valor arthrodesis nail the internal compression screw was unable to be advanced adequately; attempts to advance the internal compression screw with the requisite hex driver resulted in disengagement from the driver tip. It is believed that the hex receptacle in the internal compression screw may have been rounded off. Additionally, during attempts to drill a pilot tunnel for the subtalar joint arthrodesis screw, the supplied long sterile drill (415s002352 - lot 1817967) repeatedly missed its intended oblique trajectory through the valor nail. Skiving of the drill, as well as unintended bending of the drill at its distal tip when in situ was noted when inspected in a/p and oblique views under fluoroscopy. The position of the aiming arm and subtalar screw trajectory outrigger attachment was re-assessed intraoperatively and found to be in their correct position. Repeated attempts to redirect the drill to it's proper trajectory through the supplied drill guide and static tube were unsuccessful. Continued bending and skiving of the drill was observed under fluoroscopy. The trajectory of the drill continued to place the pilot hole immediately lateral to the nail body. No contact with any other metal components was observed, it is unknown what caused the drill to skive".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.